Event description:
It was reported via int'l report #1009uk, that a homecare pt's caregiver observed moisture in the pilot balloon and inflation line on one (1) size 6 fen device. The device was in use approx twenty-eight (28) days when the problem was detected. No harm to the pt was reported. The 6fen device was returned to the MFR for decontamination, analysis, and investigation.